Event description:
Upon getting into bed, patient hit right lower leg on height adjustment device and lacerated leg. It was stated in the facility report, that the bed was missing protective padding due to overuse and not a manufacturer problem.